Event description:
The customer reported to olympus that during laparoscopic myomectomy, this ultrasonic surgical device probe broke off and fell into the patient and was retrieved. There was an unspecified error message observed. The procedure was not prolonged, and was completed with a similar device. The reported problem did not affect the outcome of the procedure. No additional medical intervention done. There were no reports of patient or user harm associated with this event.